Manufacturer narrative:
(B)(4) - surgical intervention (incision enlargement).explant of an intraocular lens (iol) in a secondary procedure.unexpected post operative (hypo opic) refraction.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the physician performed an explant in a secondary procedure and exchanged an intraocular lens (iol) in the patient's right eye due to post operative hypo opic refraction. The lens was replaced with a zlb00u0230 iol. The patient has a history of lasik. There was incision enlargement but no patient injury. The patient's visual acuity is now 20/20 and they are very happy.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens identified as a tecnis multifocal acrylic one-piece iol because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. A review of the manufacturing records was performed. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The surgeon should target emmetropia, as this lens is designed for optimum visual performance when emmetropia is achieved. Care should be taken to achieve centration of the intraocular lens. The dfu contains a specific section on lens power calculations and states the physician should determine preoperatively the power of the lens to be implanted. Emmetropia should be targeted. Accuracy of iol power calculation is particularly important with multifocal iols as spectacle independence is the goal of multifocal iol implantation. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.